Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The patient's nurse explained that they had added another bag of solution to the homechoice so the patient did not run out of solution during the night. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown, therefore, a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
While troubleshooting with (B)(4), the patient's nurse explained that they had added another bag of solution to the homechoice (hc), so the patient did not run out of solution during the night. (B)(4) explained the nurse would need to start therapy over from the beginning with all new supplies. The nurse stated she was not going to disconnect the patient at this time and would have the patient continue therapy. (B)(4) again explained the nurse would need to end therapy and start over. The nurse explained they were not going to start over at this time and if they had any other problems, they would call back. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.